Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles during filling process. The customer¿s blood glucose was 198 mg/dl at the time of the incident. The customer was instructed to disconnect at the quick release and push slowly on the plunger of the reservoir to remove air bubbles. The customer was unable to remove the air bubbles and was instructed to change the set. The reservoir will not be returned for analysis.